Event description:
This event is being reported as part of "a retrospective, multi-center study evaluating. The outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction." It was reported the subject received integra, with irrigation and debridement on (B)(6) 2012. The subject's wound, which was on the right plantar foot, had a puncture wound etiology. The wound's approximately measurement was 5.5 cm length, 3 cm width, 1.2cm depth. On (B)(6) 2012 the subject had an adverse event of dehiscence. This event was documented as moderate in severity and possibly related to the initial index treatment with integra. It was not considered a serious adverse event. The action taken was local wound care. This adverse event was listed as ongoing, but follow-up visits did not show any add'l events of dehiscence. Also on (B)(6) 2012, the subject was readmitted with an adverse event of fungemia associated with fungal infection of a peripherally inserted central catheter (PICC) line (unrelated to the target wound). This event was documented as severe in severity and not related to the initial index treatment with integra. It was considered a serious adverse event. The action taken was concomitant therapy with intravenous antifungals. This event was deemed resolved on (B)(6) 2012. As of (B)(6) 2013, the target wound had not healed. There is no add'l follow-up.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.